Event description:
It was reported that (1) ems was used during a laparoscopic hernia repair procedure. It was reported by the rep that the ems stapler would not feed staples. A new gun was opened and case was completed with new ems.